Manufacturer narrative:
Investigation results were made available. Updates: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the handle is not functioning properly - this was noticed during a kit inspection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the instrument was returned for investigation. The visual examination shows several hammer blows on the instrument. Especially, the connecting point between shaft and hitting area is damaged. Furthermore, it can be detected that the device has clearance in the mechanism part. There is also a noise visible when the device is going to be moved. The device was manufactured in 2005. That means that the device was in use for more than 11 years. Root cause determination using risk management file: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance - possible, a design issue is known for this device; a design change has been performed in 2007 to improve the locking mechanism. However, this device do not show any signs of this issue. The device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. Instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance - possible, a design issue is known for this device; a design change has been performed in 2007 to improve the locking mechanism. However, this device do not show any signs of this issue. The device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient - possible, a design issue is known for this device; a design change has been performed in 2007 to improve the locking mechanism. However, this device do not show any signs of this issue. The device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. - possible, a design issue is known for this device; a design change has been performed in 2007 to improve the locking mechanism. However, this device do not show any signs of this issue. The device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. Inadequate usability of instrument due to inadequate design for intended handling performance. - possible, a design issue is known for this device; a design change has been performed in 2007 to improve the locking mechanism. However, this device do not show any signs of this issue. The device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. Conclusion summary: the device is not working properly. The device was in use for more than 11 years. The product exceeded useful life, this is normal wear. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that a mis, rasp handle, double offset, right was "not functioning properly - fixing hooks." This was noticed during kit inspection on (B)(6) 2016.